Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all the key contacts and the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump returned with torn keypad on top of the ok key. The contrast and up keys respond appropriately. The ok and down buttons were intermittently unresponsive. Evaluation revealed that there was contamination found under all key contacts. The pump booted to the verify screen with dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.